Manufacturer narrative:
At the present time, with the current information available to us, we consider the case to be closed. If new information comes in, the case will be reassessed and a follow-up report will be submitted.

Event description:
Richard wolf gmbh has been informed of an issue regarding a cutting electrode bipo 22fr 12/30°, part ID: 8622133, batch# 21004873. According to the received information, during a hysteroscopy resection, the electrode was burnt through one side at the end of the arch. The hospital reported that there was no loud sound, just the light was brighter than usual. The surgeon searched for a fragment of the loop tip for about 30 minutes just in case, but no fragment was found. The user reported the operation was completed with a replacement and there was no patient injury as a result of the incident.